Manufacturer narrative:
Corrected information has been provided in d4. (Primary UDI number) was inadvertently omitted in error; the complete UDI has now been provided.

Event description:
A 75-year-old male with acute myocardial infarction with cardiogenic shock and severe aortic stenosis underwent balloon aortic valvuloplasty. Immediately post ballooning, he developed ventricular fibrillation and was cardioverted. Persistent shock led to intraaortic balloon pump placement, followed by impella cp. Impella insertion was converted from the previously used 14 fr cook sheath to a peel away sheath; a reposition sheath was partially advanced. Iabp and impella were maintained concurrently. Despite dual mechanical circulatory support, vasopressors, and continuous renal replacement therapy, the patient developed multi organ failure; care was withdrawn and he expired at removal on day 3 of impella cp support. No impella malfunction or structural failure was identified. Due to the poor prognosis, the decision was made to withdraw care and the patient expired. Death was conservatively coded to the impella cp while most likely to be caused by the underlying disease and unrelated to impella.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in d1 ppae/organ failure: the cause of the injury was not determined due to insufficient clinical details.